Event description:
The reporter stated that the drill bit is too big for the bolt: the bolt is loose in the cranium. An external ventricular drain was used instead of an intracranial pressure monitoring catheter. Surgical time was increased by about 30 minutes. No related patient adverse outcome is reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.